Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that, the insulin pump had blank display and also reported power loss alarm. The blood glucose was 150 mg/dl at the time of incident. Customer states the display was blank less than 30 seconds. Pump is alarming at time of call. Customer has not received multiple power loss alarms when batteries are out of the pump less than 10 minutes. Customer also received low battery alert in history file. Troubleshooting guide steps were assisted for low battery alert. It was reported that, the call back within 1 week after previously completing low battery troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Pump powered up properly after battery installation. No blank display noted. Insulin pump received with normal operating currents, no unexpected power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing.